Manufacturer narrative:
H3: product analysis #293282200:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel ¿ drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline flex and phenom 27 catheter were returned within the inner pouch; inside of a sealed bio-hazard bag and a shipping box. ¿ damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the braid were found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 5.4cm to 9.8cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed as the pipeline flex and phenom catheter were found damaged. From the damages seen on the catheter (accordioning), braid (fraying) and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Customer reported that the vessel tortuosity was moderate. Possible cause of resistance includes lack continuous flush with heparinized saline during delivery. Ls 2023-09-27 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the operation, the pipeline could not be came out at the distal end of the catheter, and the pushing resistance in the catheter was large. The system was withdrawn from the body, and it was found that the tip of the stent was frizzy. The operator believed that there was a problem with the stent, and the lining of the catheter might have been damaged during the friction process, so it could not be used any longer. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.  No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a amorphous, unruptured ophthalmic artery aneurysm with a max diameter of 7.2mm and a 5mm neck diameter. The landing zone artery size was 3.13mm distally and 4.2mm proximally. The access vessel was the right femoral artery with a diameter or 7mm.  It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed left and right anterior and posterior circulation being unobstructed. Additional information was received from the manufacturer's representative stating that there was no damage to the pipeline pushwire at all, only the tip of the pipeline stent was frizzy.